Event description:
A customer reported that the coulter lh500 hematology analyzer leaked approximately one cup of fluid. The leak was observed during the instrument shutdown and startup process, and was contained within the instrument. The customer was wearing a lab coat, face-shield, and gloves at the time of the occurrence. There was no report of injury or exposure, and medical attention was not sought. Material safety data sheet (msds) was reviewed, and there is an exposure control plan in place at the facility. No erroneous patient results were generated in connection with this leak. Beckman coulter field service engineer (fse) replaced the tubing with a hole at pinch valve, pv-43. The leak was fixed.

Manufacturer narrative:
(B)(4).